Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for replacement of the right ventricular lead due to insulation abrasion. The lead was capped and replaced on (B)(6) 2024. Further information was requested but not received.